Event description:
It was reported that the patient was seen at the time of the report for reprogramming. The patient complained of abdominal stimulation with use of all contacts on the lead, and a loss of efficacy of therapy at the lead location. An x-ray was ordered. On (B)(6) the managing physician showed the manufacturer's representative (rep) the x-ray which showed the lead was laying in the lateral area of the epidural space and lead migration was reported. It wasn't specified what the cause of the issue was and it was unknown if the issue was resolved. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported there was not a 50 percent or greater symptom reduction. Troubleshooting or interventions taken to resolve the event was an x-ray. The date and results of interventions or other actions were being scheduled, which suggests a revision was being scheduled. The patient was not receiving effective therapy. Further information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the lead revision was not yet scheduled. They were getting pre-operative with the orthopedic surgeon. The patient was not receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37744, serial# (B)(4) product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).